Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited intermittent screen nonresponsiveness, which impeded user interaction and prolonged routine tasks such as infusion site changes; the device was replaced and the original was requested for return. Symptoms included device usability impairment without reported adverse clinical effects. Outcomes included interruption of therapy workflow without medical intervention or hospitalization. Investigation included device replacement logistics and remote data sync requests to preserve usage data for assessment and inspection of the returned device. Investigation of this device revealed a suspected touchscreen malfunction consistent with a display or user interface component issue, leading to impaired responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was suspected component failure of the touchscreen subsystem.